Event description:
During evaluation of a returned homechoice machine, one increased intra-peritoneal volume (iipv) event was identified. This occurred in the therapy initiated on (B)(6) 2012, during night drain cycle six. The patient's ultrafiltration reading was 1313ml, which indicates that the home patient (hp) drained 1053ml more than their maximum programmed fill volume of 1300ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was available for evaluation. Review of the event log found evidence of the iipv event. The cause was determined to be that the user had set the tidal total uf removal too low. The homechoice apd systems trainer's guide gives instructions on how to set the tidal therapy settings. This warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy. This can result in an iipv situation." A labeling review of the product family will be performed. Should additional relevant information become available a supplemental report will be submitted.